Manufacturer narrative:
Customer returned (1) loose 1cc syringe. Customer states that the needle was through the shield. The returned syringe was examined and exhibited the cannula through the shield, exposing the cannula. A review of the device history record was completed for batch# 7198505. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per manufacturing, "probable root cause for the cannula through the shield is a misalignment at the shielder dial that caused the cannula to be bent before the shield was applied. CAPA 226773 opened 03jan2018 addressed bent cannula on the pils."

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 10bag 500 fe needle was found pierced through the shield before use. The following information was provided by the initial reporter, translated from chinese to english: "before using, it was found that the needle through shield. No harm to patient or others".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 10bag 500 fe needle was found pierced through the shield before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before using, it was found that the needle through shield. No harm to patient or others".